Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8, h9. Review of the most recent repair record determined that the ratchet was found to not ratchet. The ratchet was repaired and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that when the skin graft was put through the mesher, the surgeon could not/struggled to pull the lever to ratchet the skin graft through on the board. There was no harm or delay involved. No adverse events were reported as a result of this malfunction.